Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric, de novo, 38x2.5mm target lesion contained a >45 and <90 degree bend and was located in the mid right coronary artery (rca) extending to the distal rca. An al,6f guide catheter was advanced. Following predilation with a 2.50x 20mm nc quantum¿ balloon catheter, a 2.50x 38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noticed that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).